Event description:
During annual preventive maintenance, the console was reported to have suddenly lost power while it was being installed. The device was not used on a patient.

Manufacturer narrative:
The device was received and the reported complaint could not be duplicated. All connections were checked and no power loss was observed. The console passed all electrical and operational verification tests. The root cause of the alleged issue is unknown.